Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's most current level was 433mg/dl. Troubleshoot for the high level was conducted. The customer declined to conduct high pressure test, and believes the device is just getting old. The customer was advised on how to receive replacement pump.